Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer is receiving an error code stating that it could be related to the pump being dirty or may need to be replaced. The customer does not recall the error code.the customer states she knows she is filling the cartridge correctly.the customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.